Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred off the wire and the stent was left in the guide liner. The dislodged stent was removed safely within the guideliner. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon but was returned for analysis. The dislodged stent was stretched and deformed. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.